Event description:
Information was received from a patient implanted with a neurostimulator for spinal pain and chronic low back pain. It was reported that the patient had been trying to get the coupling bars to appear on their recharger but was unable to do so and was seeing the reposition antenna screen on their recharger. The patient was also getting the poor communication screen on their patient programmer. The patient last charged and felt stimulation at least a month ago, but possibly up to three months ago. The patient confirmed they are not feeling stimulation due to not having charged their ins. The patient did note that when the patient had stimulation on last that it had been working perfectly. The caller explained that they hadn't been charging due to having been taking a medication for an unrelated issue and needed to have the stimulation off. This was not an out of box failure and no further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that their device was still not on and that they wanted physician listings sent to them so they could meet with a doctor and get the ins started. It was noted that physician listings had already been sent to the patient but that someone had thrown them away. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.